Manufacturer narrative:
Patient weight is approximated. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Event description:
A medtronic representative reported that during an electrode and probe placement procedure, the navigation system the camera was intermittently disconnecting and not tracking. While troubleshooting the issue, the medtronic representative checked the cables and ran the ndi utility on the navigation system. The medtronic representative reported the navigation system did not cycle again. The surgeon completed the procedure with the use of the navigation system. There was a reported delay of 15 minutes due to this issue. There was no impact on patient outcome.